Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B) (4). (B) (4). (B) (4).

Event description:
The grandson of a consumer reported that following bilateral intraocular lens (iol) implant surgery, his grandmother sees "a foam around everything that shines and she can no longer drive at night because of the other car lights in her eyes". He also reported that his grandmother was told by her doctor that her brain did not adapt to the iol and was prescribed glasses. In a follow-up, the surgeon reported he has talked to the reporter about his concerns. Additional information has been requested. There are two medical device reports associated with this event; this report is for the right eye.